Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500; model: sc-2218-50; serial: (B)(6)/(B)(6)/(B)(6); batch: 20162179/7077082/7133851. Product family: scs-linear leads: upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 5098749.

Event description:
It was reported that following an implantable pulse generator (ipg) revision procedure (MFR. Report no. 3006630150-2024-06941), the coverage was not obtained. X-ray was taken and revealed that the spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that following an implantable pulse generator (ipg) replacement procedure. (MFR. Report no. 3006630150-2024-06941), the coverage was not obtained. X-ray was taken and revealed spinal cord stimulation (scs) lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that explanted products were not released by facility and will not be returned.